Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: under possible adverse effects: number 4 states, damage to blood vessels, hematoma, delayed wound healing and/or infection. Ma, t., tu, y., xue, h., & cai, m. (2015). Clinical outcomes and risks of single-stage bilateral unicompartmental knee arthroplasty via oxford phase iii. Chinese medical journal, 128(21), 2861-2865. Doi:10.4103/0366-6999.168042 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "clinical outcomes and risks of single-stage bilateral unicompartmental knee arthroplasty via oxford phase iii". The article addresses that a osteonecrosis changes in the lateral compartment were observed on x-ray of patients who underwent single-stage or two-stage medial uka with oxford product. The number of patients with observed osteonecrosis changes is unknown and it is unknown if any treatment was required. There has been no further information provided and the patients outcome is unknown.